Manufacturer narrative:
(B)(4). The product has been requested and a follow-up will be submitted once results are available.

Event description:
Customer reported receiving a high reading of 280 mg/dl on their freestyle freedom blood glucose monitor. The reference reading of 143 mg/dl was received with a lab draw within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.